Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use a bd¿ syringe with needle the device malfunctions. The consumer reported the ¿syringe is breaking when the plunger is pulled back.¿ there was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: customer return sample / photo are not available for investigation. Visually inspected 200ea retention samples of lot# 17g2111 for defect ¿ crack barrel, all samples are found in ok condition. The complaint history for the lot# 17g2111 was reviewed and to date no complaint had been registered against the above lot for the defect- crack barrel. DHR was reviewed for the product test. The entire routing test for reported lot found within the specification limit. No discrepancy was reported and recorded in DHR in customer reported lot # 17g2111. Log sheet ¿ needle jump problem, chain shifting problem, sealing die gasket change and transversal cutter assembly bolt broken problem is recorded in primary packaging process during manufacturing of lot # 17g2111. Stoppages ¿ barrel to assembly rotary cylinder change & setting done, extractor rotary cylinder change stoppage occurred in marking & assembly machine during the manufacturing of lot # 17g2111. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure mode. The team reviewed assembly & packaging process and all process controls are found in place. In process inspection and quality check, no crack samples had been found. The exact root cause is not identified.